Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that the hcp was not able to fully fill the 40 ml pump at medication refills. Per the hcp, they could only fill 25-30 ml at times of refill after fully removing the old drug from the reservoir. The patient¿s therapy was working correctly, and the pump volume matched the remaining volume at refill. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. No interventions/actions were taken. No surgical intervention occurred, and none was planned. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.